Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed that the system was not starting. A review of the system logfiles found a suite pc malfunction. Upon troubleshooting actions, fse identified that the x-ray would not power on. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced disk bay in another case. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.